Event description:
It was reported that patient planned to undergo routine heart transplant on (B)(6) 2023 evening. Patient was bridge to transplant, not device related. There was, however, suspected thrombus in the outflow graft. Pump will be explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: type of investigation: 4121 - event history log review. Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed a thrombus formation in the outflow graft. The retrieved log files appeared unremarkable and functional testing of the returned device found that it operated as intended. The patient underwent a routine heart transplant on (B)(6) 2023. It was reported that the patient's outcome was not device or therapy related; however, it was noted that there was suspected thrombus in the outflow graft. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. (B)(6) was returned assembled with the pump cable severed approximately 8.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately 9.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged and the outflow graft clip in place. Additional graft material was returned over the distal section of outflow graft. The apical cuff was returned over the inlet extension with the cuff lock disengaged. Examination of the outflow graft from the proximal end noted a thrombus in the outflow graft lumen. The thrombus was white, mildly adhered, and well-formed; it was soft and broke apart easily as it was removed. A specific origin and length of time that the thrombus was within the outflow graft could not be conclusively determined through this evaluation; however, the retrieved log files appeared unremarkable and a flow issue was not reported. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was transplanted on (B)(6) 2023.